Event description:
During a ligation for internal hemorrhoids, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that all the bands came off the patient after a few seconds [bands not tight enough to function appropriately/stay on the site]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The device was received at the time of this report and a follow up emdr will be sent.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open box from the lot number provided in the report. The label matches the product returned. The irrigation adapter was not included in the return. Three pictures were also provided with this report. The lot number provided in the photos matches this report. The label in the photos matches the product reported. In the photos of the product said to be involved, the loading catheter, 6 deployed and constricted bands, the empty barrel, the two-way handle and the trigger cord could all be identified. All of the bands pictured are constricted and it is not possible to determine if they constricted as expected during use. No other details can be determined from the photos. Our laboratory evaluation of the returned product found that the six bands returned were fully constricted, however it could not be determined if the bands constricted as expected during use. A functional test could not be conducted as all of the bands had already been deployed. A visual inspection of the bands revealed that the amber colored band appeared to be more white as opposed to amber in appearance. No other details can be determined from the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the bands returned were found to be fully constricted. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A corrective action has been initiated to reduce occurrences of the mbl bands not tight enough to function appropriately. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective actions: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. A review of the complaint history was conducted. The likelihood of occurrence is considered rare. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.